Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 475cc gel breast prosthesis (left device) and a mentor memorygel breast implant 450cc gel breast prosthesis (right device) developed a seroma in her right breast post implantation. Needle aspiration was performed on the right breast seroma fluid and a sample was sent to pathology. The results were negative for malignant cells. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. The removed breast prostheses were discarded following explant surgery. This medwatch report is for the patient¿s left breast prosthesis.